Event description:
It was reported that the device was difficult to remove. A 2.1mm jetstream xc was selected for use in an atherectomy procedure in the superficial femoral artery. During the procedure while attempting to remove the device from the body, the jetstream kept sticking on the non-boston scientific guidewire. Ultimately the jetstream was removed from the guidewire. No patient complications were reported.